Manufacturer narrative:
Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. Correction of aware date the desktop charger was returned become may-01-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported the external equipment was damaged. Patient stated the button on the side of her recharger were worn out and did not work. Patient mentioned the connector pin broke off of the desktop charger (dtc) and now she saw charge your screen. Patient noted that the buttons on her patient programmer (pp) were non-functional and did not push in, and the screen was blank. It was stated her stim was not working and she could not turn it on because all external equipment was damaged. It was noted pp was unable to power up and button was non-functional, recharger button worn out, connector pin was broken. A replacement dtc and recharger would be sent. No further complication and events were reported.

Manufacturer narrative:
Continuation of concomitant products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # c(B)(4)) found that connector pin broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated the product was working better, it took longer to fully charged than when first implanted. No further complication and events were reported.